Event description:
Respiratory therapy received a phone call from ccu that a ventilator had shut down. Nurse was bagging pt. Ventilator was changed out, the ventilator that had shut down was then checked and would not power back on. Pt was stable, o2 sats stayed above 90% at all times, pt was off ventilator for approximately 3-5 minutes and had to be bagged entire time.